Manufacturer narrative:
A patient experiencing swelling at lead site was reported to abbott. The patient's incision was drained. No confirmed infection. No further intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the swelling at the patient's lead site increased post permanent implant. Patient underwent surgical intervention on (B)(6) 2024 wherein the incision was drained.